Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system row board was not present. The field service engineer (fse) reseated the row board cable at the drawer controller and row board trays, inspected cables for damage, cleared debris from pockets, identified damage on the pyxis bus cable, and replaced the cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tag (B)(6) row board was not present for drawer 4.2. However, there were no delays, adverse events or injuries reported based on this event.